Manufacturer narrative:
Unresponsive act button due to moisture damage on keypad trace. Unable to perform displacement test due to unresponsive button. Unit received with moisture damage on lcd board, cracked reservoir tube lip, minor scratched lcd board, and cracked case at display window corners.

Event description:
The customer's mother reported via phone call that he jumped in the pool with his insulin pump on. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 387 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.